Event description:
It was revealed during the analysis of the tablet data received for the investigation of the patient's death in mfg. Report #1644487-2018-00195 that the patient's vns was prematurely depleting. The vns generator battery was found to be in the 25% range. Based on the percent value of the battery capacity used, the battery voltage is lower than expected. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The trim test tab was found to have occurred after the laser routing manufacturing process was discontinued. The vns products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
During attempts to determine product disposition, it was revealed that the patient was cremated and the explanted products were likely disposed of by the explanting facility. The report of the patient's death is captured in mfg. Report #1644487-2018-00195.